Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the device was returned but not in original package. Dental crown and abutment were still engaged to the returned implant. The implant was verified to be a hahn tapered implant ø5.0 x 10 mm (70-1154-imp0015) using radiographic template (pk-209-062515). There was no defect or non-conformity observed with only the threads being slightly worn. Bone debris was observed in the threading and apex of the implant. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the packaged stock product is not applicable for review since no defect or non-conformity was observed from the returned product. Root cause: per the reported information, the patient was a habitual smoker and had a history of periodontal (gum) disease. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa - soft and hard gum, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. "Loss of osseointegration " is a common complaint in regards to implant failure. This occurs when the patient's bone fails to maintain integration with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 2.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration.".

Manufacturer narrative:
The patient's weight was not recorded by the customer. The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2018 at tooth location #3. The patient returned on (B)(6) 2020 with the implant (and crown) in hand. The patient stated that "it bothered her slightly [mild soreness] for a couple of weeks, and then she pulled it out one day". After examination, the doctor noted that the implant had a loss of osseointegration. The doctor also stated "possible sinus involvement", and referred her to visit an ent (ear, nose, throat) specialist. The patient is currently reported to be in good condition. The patient has type IV bone quality, has a history of periodontal disease, and has a history of smoking 1 pack a day. There was no abnormality noted with the implant itself.